Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds). During the transeptal puncture (tsp) a perforation was noted in the left atrium. A pericardial effusion was observed following the tsp and the procedure continued with a successful implantation of the closure device. The pericardial effusion increased in size and a pericardial tap was performed and a pericardial drain placed. Approximately 450ml of fluid was removed. The patient fully recovered.